Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited a premature elective replacement indicator. The patient later presented for a follow-up and the device was reset which resolved the premature eri issue. The patient was noted to be doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.